Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on non-specific dates in 2003 and also in 2006 and a sling was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/13/2020. (B)(4). Corrected information: manufacturing site name. Additional narrative: it was reported that the patient experienced abdominal pain, urinary frequency, urinary urgency, nocturia and urinary leakage.